Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported the gaskets were torn. It was only a camera port. The camera tore all three trocars in the same procedure. There was no consequence to the patient.